Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(4), ubd: 01-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving morphine (2mg at 0.1 mg/day) via an implanted pump. It was reported the patient had a loss of therapy. The hcp tried to aspirate the catheter and could not get flow. The patient was brought in for surgery today and a kink was found. The hcp stretched the catheter and was able to get good flow. Following the case good flow was observed through the side port of the pump. There was no environmental/external/patient factors that may have led or contributed to the issue noted. It was noted the issue was resolved.